Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade's rotation became weak and then it could not cut the myoma. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt216662, mfg date: 04/30/2012, exp date: 04/30/2014. Batch mt216993, mfg date: 07/19/2012, exp date: 07/31/2014. Batch mt217059, mfg date: 05/29/2012, exp date: 05/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.